Manufacturer narrative:
The initial medical device report was submitted 2938836-2013-06494. Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that upon interrogation of the device during the past two months, a fluctuation in battery voltage was observed. The device was explanted.